Event description:
As reported by a field clinical specialist in japan, regarding a left subclavian transcatheter aortic valve replacement procedure with a 23mm sapien 3 ultra resilia valve. After the valve was implanted and the 14f esheath plus was removed, blood pressure could no longer be measured through the arterial pressure line placed in the patients left hand. A dissection was noted near the access site. The reported injury was subclavian artery dissection, and vascular repair was performed. The dissection was surgically repaired, and the procedure was subsequently completed. There was no reported damage to any edwards devices. The reporter stated that vessel diameter was unknown, with no tortuosity, no calcification, no resistance to sheath insertion, and no resistance to valve insertion. The perceived root cause of the event was not obtained. The patients final outcome was unknown and unable to be obtained.

Manufacturer narrative:
Investigation is underway.